Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a generator. It was reported that during an oblique lumbar interbody fusion procedure, part of the handpiece fell off and into the patient while in a lateral position and using evs. It was removed and it was confirmed with c-arm images and visual inspection that there was no remaining product. The handpiece was not used for the remainder of the procedure and a different handpiece was used. There was no impact on patient outcome reported. Additional information was received. It was confirmed that there was no delay and no patient impact.